Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right unilateral silicone implant of irregular contours and retropectoral location without signs of extracapsular rupture. Signs of intracapsular rupture and low amount of periprosthetic laminar fluid" confirmed via MRI. Device remains implanted.